Event description:
Failure to cut or coag properly during a case. Swapping generators resolved the issue.

Manufacturer narrative:
(B)(4). Eval, method and results: facility disposed of device. Device is not available for return and inspection. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.